Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. It is still implanted.

Event description:
The patient presented to the surgeon due to ankylosis and malposition. The surgeon plans to debride the joint, reposition the mandibular component, and replace the posterior-most fossa screw.

Manufacturer narrative:
The reported event could be confirmed as an imaging was sent, indicating that the left tmj mandibular component was mal-positioned due to heterotopic bone. The device history records (B)(6), (B)(6) were reviewed, including the manufacturing documents and inspection specifications. All devices met specifications. Conclusively, no indication was found of a device failure, malfunction, or other performance issues. A possible contributing factor that could be identified is the lack of surgical technique (the surgeon performed improper arthroplasty). Based on the investigation, there is no indication of an incorrectly working product or any design, material, or manufacturing-related issue related to the tmj devices. Therefore, no corrective and/or preventive actions are deemed necessary at this time. This complaint is added to the complaint trend. H3 other text : implanted.

Event description:
The patient presented to the surgeon due to ankylosis and malposition. The surgeon plans to debride the joint, reposition the mandibular component, and replace the posterior-most fossa screw.